Manufacturer narrative:
It was reported by customer that they had another occurrence of ivig tubing with a slit in the chamber which causes ivig to leak outside of the chamber. One sample was received for quality investigation. Visual inspection of the sample indicates that there is a crack on the buretrol causing a leak. The customer complaint of tubing defective/damage was confirmed. Investigation for the root cause of the damaged was forwarded to manufacturing. After investigation, damaged burette could not be replicated in the production process and no opportunities were found in the manufacturing of the model or handling of the affected assembly, due to this, the failure mode and root cause was not found to be related to the tijuana manufacturing process. No additional actions were taken to address the failure mode reported since the potential root cause was not found to be related to the tijuana manufacturing process. We will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. A device history record review for model 2441-0007 lot number 24085269 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2441-0007 . Batch # unknown. It was reported by customer that they had another occurrence of ivig tubing with a slit in the chamber which causes ivig to leak outside of the chamber. Chamber broke during infusion and leaked ivig verbatim: we have had another occurrence of ivig tubing with a slit in the chamber which causes ivig to leak outside of the chamber. Chamber broke during infusion and leaked ivig occurred in clinic in patients' room non-hazardous ivig no exposure.